Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly multiple times while plugged in to charge. The customer reported that when the "options" button was pressed, the pump shut off unexpectedly. The customer reconnected the pump to a power source to turn the pump on. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used for insulin therapy. The customer declined further troubleshooting with tandem technical support.